Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to interface board and a broken solder joint. The insulin pump had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of the call. The customer states insulin pump would not turn on. They bought a new battery cap and display would not return. The customer stated that the insulin pump was not dropped. The insulin pump will be returned for analysis.